Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: nlf036595n, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant when charging the implantable neurostimulator (ins), the circular part of the implantable neurostimulator recharger (insr) ¿seemed to be burning her skin¿. The patient stated that the insr ¿left a significant red mark after charging¿ and stated the she does not put the insr directly unto the skin; they always have something there before it touches her skin. During the call, the patient was assisted in decreasing the recharging speed to 1 to see if changing speeds would help. There were no further complications reported or anticipated.